Manufacturer narrative:
H3, h6: the navio handpiece part number 110137 (B)(6) used for treatment was returned for evaluation. The reported problem was visually confirmed. The snap lock nut is detached. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the snap lock nut is detached. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that, while distal burring femur during a navio tka procedure, the error of handpiece jam appeared. After troubleshooting, it was noticed that the twistlock inside the handpiece separated from the gear rod. They swapped out the handpiece to continue with a delay of fewer than 30 minutes. No other complications were reported.